Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during routine inspections, the cs100 intra-aortic balloon pump (iabp) unit display screen always flickered or went black, and returned to normal after restarting the device. There was no patients involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) screen flickering and black screen. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated the unit and verified screen occasionally flickered and went black. After replacing the video cable, all functions of the machine and the factory-set safety performance were ready and delivered for clinical use.

Event description:
N/a.